Event description:
During use, a small tear was noted in the spicardial surfac, which developed into a hole in the left ventricle. The patient was placed on cardinopulmonary bypass to repair the torn tissue and the case was completed with no other patient consequence reported.